Event description:
It was reported that the end of the tissue marker sheared off into the pt's breast during a breast biopsy. No device was returned. Follow-up was conducted to determine pt outcome, however, no information was obtained.